Event description:
It was reported that when using the bd pyxis¿ medstation¿ es previously loaded medications were not visible or accessible from the matrix drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the previously loaded medications were not visible or accessible from the matrix drawer. A technical support specialist followed up with customer and confirmed that the issue was related to historical transaction discrepancies and had already been resolved internally through manual medication inventory reconciliation performed by the site team. Leadership was informed and aligned with handling such discrepancies through established internal processes. The customer declined additional reporting support, stating that required data is accessible via hospital information technology (hit) team on the server, and confirmed no further assistance was needed. The system functioned as intended after the customer resolved the issue.